Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy procedure, after the microraptor anchor was implanted into the glenoid, the surgeon was unhappy with the fixation and pulled the anchor out and re-inserted. The surgeon was still unhappy with the fixation therefore pulled it out again and it broke into 2 pieces. The pieces were removed from the patient. The procedure was successfully completed with non-significant delay using an alternative anchor device. No further complications were reported.

Manufacturer narrative:
H3, h6: a device deficiency was identified; however, the root cause of the reported event could not be determined since the device was not received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A clinical review states that the provided (undated/unlabeled) photo of the anchor was reviewed and appears to show the anchor broken in 2 pieces as reported. The patient impact beyond the reported is not anticipated. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.